Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had multiple motor error alarms. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided, but was listed as high. The insulin pump was not replaced or returned for analysis.